Event description:
The customer reported that the device intermittently displayed a red x. The op check test passed, but the red x returned.

Manufacturer narrative:
(B)(4). The customer reported that the device intermittently displayed a red x. The operational check test passed, but the red x returned. The philips repair bench evaluated the device. The symptom could not be recreated. The battery returned with the device was found to be depleted. After the battery was charged the device passed testing and the rfu indicator displayed an hourglass. Two broken pins were found on the battery pca. The battery pca was replaced. After passing all performance assurance testing the device was returned to the customer. We will consider this to be most consistent with an intermittent failure to detect the battery that resulted in the reported red x, caused by broken pins on the battery pca. We will consider this a malfunction.